Manufacturer narrative:
The complainant did not return for analysis the introducer product or impella pump for analysis. Without further clinical details or the product analysis the root cause of the access site bleed and hematoma was not possible to be determined. If more information is shared or product analysis is possible, a final report will be filed.

Event description:
The cardiac team escalated the care for a patient with many cardiac comorbidities from an iabp to the impella 5.5. The patient had a surgical cutdown and graft placed to allow for the placement of the 5.5. After 4 days of support the patient's impella 5.5 lost appropriate position and was replaced. At the pump replacement a hematoma evacuation was also done. The hematoma was at the impella site. The second pump successfully supported the patient for another 20 days. No further hematoma care was necessary.